Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified a non-analyzable medical issue. Analysis of the implantable catheter (serial # (B)(4)) identified a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (2000mcg/ml at 12.7mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that in (B)(6) 2019, infection occurred. The pump came through the skin. The infection was at the pump site. The pump and a portion of the catheter was explanted on (B)(6) 2019. The patient recovered with sequela. There were no further complications reported at this time.